Manufacturer narrative:
This report is report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. It was indicated that the patient was sitting in her wheelchair and was supposed to be transferred with the use of a non-arjohuntleigh ceiling lift. During the attempt of transferring, a right shoulder clip of the sling got loose and released the sling which led to patient's fall. As a consequence, the patient has fallen down and hit her head, developing a bruise. The patient was evaluated by a doctor on the next day after the event, with no further outcomes. No medical intervention was required, the patient health condition was fine. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and slightly decreasing. Based on the photographic evidence, it was indicated that the sling involved to be fitted with "grey" clips. Production of slings with grey clips has been stopped since 2005/2006. Consequently, the involved sling was probably in use for at least 10 years since the manufacturing date. Slings should be discarded after two years due to the lifetime period, or before, when any signs of damage are noticed. The sling involved has therefore significantly passed its lifetime. The date of the last maintenance check on the system was unknown. Following this, it was concluded that the sling was not handled in accordance with the manufacturer's recommendation. Basing on the photographic evidence and information gathered, the sling did not reveal any visible signs of damage. An installation of the ceiling lift was checked and described as secure, with no visible corrosion. A service history of the involved ceiling lift could not have been reviewed as the product was not manufactured by arjohuntleigh - the original manufacturer is believed to be united care. The sling instructions for use provided with sling contains the crucial information: "the useful life expectancy of the arjo sling is approximately two years providing the sling is used under normal usage conditions and is regularly cleaned, decontaminated and examined in accordance with arjo recommendations." A sling clip, once correctly attached and monitored to stay in place is locked in position as the weight of the person in the sling is gradually taken up. It is not likely to come off during on-label use. Based on product knowledge and previously made simulations this allows two possible sequences of event to occur: 1) based on the information received it is clear that the person was lifted from seated position. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it appears very likely for caregivers to not have followed the labelling and not having checked that the clips are correctly attached and remain under tension as the weight of the resident was gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. 2) when a transfer occurs from the wheelchair to the bed, this means at some point there must be a repositioning from seated to horizontal position, to place the person in the bed correctly. Also this means that the resident must be turned in the correct direction. When (a) the clip was in place and (b) it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself), from previous simulations, we have been able to establish that the most likely way to detach a clip from that situation, is that the caregiver used the strap on top of the clip - which is there to detach the clip after the transfer has ended - to move and turn the spreader bar into position so that the person in the sling was aligned with the bed. In doing so, when pulling the strap hard enough it can be jolted loose from the spreader bar, the resident weight will come on it and it will be very hard to hold. The sling instruction for use (IFU) currently used contains crucial information: "to avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." Consequently to the above, it appears most likely that the event was caused by use error, based on the customer information, simulations performed previously and the history of incidents. The use in accordance with the IFU recommendations does not allow a properly functioning sling clip to detach. The device labelling indicates the system should be used by trained personnel that are aware of the IFU contents. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. Due to the nature of this incident we are reporting this event to competent authorities due to the potential of harm with a high severity. It has been established that arjohuntleigh sling was in use for patient handling at the time of the event and contributed to the reported outcome due to its use error. Based on the above, the device was found to have malfunctioned (not performing up to the specification) when the event took place. We find this complaint to be reportable to the competent authorities. - attachment: [cover letter.pdf]

Event description:
On (B)(6) 2017 arjohuntleigh has been informed about an event which occurred with the involvement of arjohuntleigh clip sling. It was indicated that the patient was sitting in her wheelchair and was supposed to be transferred with the use of a non-arjohuntleigh ceiling lift. During the attempt of transferring, a right shoulder clip of the sling got loose and released the sling which led to patient's fall. As a consequence, the patient has fallen down and hit her head, developing a bruise. The patient was evaluated by a doctor on the next day after the event, with no further outcomes. No medical intervention was required, the patient health condition was fine.